Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty removing the device, balloon separation and unexpected medical intervention appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (plad) artery and the proximal circumflex (pcx). The 3.5x20mm trek rx balloon dilatation catheter (bdc) was placed in the pcx and a xience skypoint stent was placed in the plad without resistance simultaneously. The stent was implanted and the balloon was inflated after to protect the pcx the sds was removed. There was resistance when the bdc was attempted to be removed fully deflated and there was no extra force applied, however, the tip of the balloon separated and was stuck inside the guide catheter. The physician attempted to use other balloons to remove the stuck balloon from the guide catheter by inflating them and trying to catch the disconnected balloon and drag it out. However, that strategy was not successful. So he removed all guide wires and the guide catheter from the anatomy and restarted the procedure with a new guide wire and rewired the patient. An nc trek was used to post-dilate the implanted stent. Another stent was implanted in the distal left main and procedure was finished. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.